Manufacturer narrative:
The field service representative (fsr) was able to duplicate the reported complaint when the machine was turned off and allowed it to cool down for approximately an hour. The random-access memory (ram) was cleaned, the coin cell battery was replaced, the advanced technology extended (atx) board was replaced, and the cable pins were inspected where the ccm plugs into the network interface card (nic) board. After two tests where the machine was allowed to cool before being turning on, the fsr did not observe any rebooting. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) rebooted. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.